Event description:
It was reported that an occlusion alarm occurred. The customer went to the emergency room with an elevated blood glucose (bg) of 594 mg/dl and ketones identified as life threatening and then was subsequently hospitalized. The customer was treated with intravenous fluids of saline and insulin. Customer changed pump supplies to address the issue. The customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage.